Manufacturer narrative:
The MFR is attempting to acquire the device got further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The cardiologist reported that the pt was submerged in a swimming pool and his pump was stopped for 5-10 minutes. The pump was restarted after the system controller was exchanged. As a result, he is believed to have suffered an anoxic brain injury. The system controller was exchanged and the pt was admitted to ICU. The log file displayed 1 low speed hazard event including multiple pump disconnect events at the end of the file. The disconnect events were due to a driveline disconnect, where the driveline was disconnected from the system controller.